Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. Pump error 63 not confirmed. Moisture damage was found on the electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced multiple malfunctions. The customer's blood glucose at the time of the incident was unknown. Prior to the incident, the pump was exposed to moisture. At the time of the incident, the customer experienced unresponsive keypad and the led light on the pump was flashing but no beeps alarmed. The customer was assisted with troubleshooting the keypad anomaly. The customer reported the buttons are not responding. The customer was advised to discontinue from the pump and revert to the backup plan. The insulin pump will not be returned for analysis.